Event description:
Clinic personnel reported that during continuous cycling peritoneal dialysis (ccpd) the white connector on female end of tubing connected to the solution bags was sliding off and became loose. The patient was diagnosed with peritonitis on (B)(6) 2013 and received antibiotics. The sample was discarded. The patient was continuing on ccpd.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the plant investigation is pending. The post market surveillance department is in the process of requesting medical records and treatment data information regarding the reported diagnosis. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.